Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver initialized without a manual restart. No additional event or patient information is available. Data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed via data. The root cause could not be determined. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. A "call tech support" error was observed on the screen of the receiver. The data log could not be downloaded and the global receiver functional test could not be performed because of the "call tech support" error. The complaint of receiver initialization without a manual restart could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.